Event description:
A customer reported receiving an unspecified sensor error message from the adc device. The customer was unable to obtain readings and experienced a loss of consciousness, however, no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message from the adc device. The customer was unable to obtain readings and experienced a loss of consciousness, however, no third-party intervention was reported. There was no report of death or permanent injury associated with this event.